Manufacturer narrative:
The reported events of failure to capture and lead dislodgement were not confirmed. The lead was returned in one piece for analysis. Visual inspection found the helix retracted and clogged with dried blood. After cleaning, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any anomalies.

Event description:
It was reported that the patient's right atrial (ra) lead had dislodged and was confirmed via x-ray. Furthermore, it was noted that the dislodgement resulted in a loss of atrial capture. Therefore, the physician elected to explant and replace the ra lead on (B)(6)2021. The patient was in stable condition.